Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on april 10, 2018 with the following findings: during the investigation, the battery compartment cap was found to have stripped threads, and was unable to be secured to the pump or test pump. A test battery cap was able to be secured to the pump for testing.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment cap had stripped threads. This report is made based on the results of the investigation completed april 10, 2018.